Event description:
On 02/02/2023, hcp reported patient had molded pdo threads implanted on (B)(6)2022. Threads were placed below the ear, to the jowl area. One pdo thread migrated and protruded out of the marionette area. Another thread migrated to the lip area. Both threads were removed on (B)(6)2022. On 02/07/2023, according to hcp, the patient is doing perfectly fine.